Manufacturer narrative:
Additional information: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Correction: updated expiration date with correct date. (B)(4).

Event description:
Medtronic received information that 30 months post implant; an echocardiogram of this transcatheter bioprosthetic valve revealed ste nosis and elevated peak gradient measurements of 100 mmhg. A stent fracture of the proximal anterior part of the valve was observed, which created a trap door effect and obstructed the right ventricular outflow tract. A cardiac catheterization was performed where three stents were placed which relieved the obstruction. There were no complications or adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the device remains implanted and will continue to be monitored. (B)(4).